Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac heart monitor could not be interrogated. Two different programmers were used with no success. The device was explanted, the patient was in good condition.